Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed lesion in the left anterior descending (lad). The lesion was pre-dilatated with a 2x12 non-abbott balloon and a 2.75x38mm xience alpine drug eluting stent (des) was implanted at the target lesion, after which an edge dissection was noted at the proximal end of the stent. Another xience alpine stent was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.